Manufacturer narrative:
The field service engineer also replaced the oil return valve to resolve the odor/smell issue. The investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending of the odor/smell issue was reviewed for the past six months ((B)(6) 2017 to (B)(6) 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump and oil return valve were not available for return. The assignable cause of the odor/smell issue is the vacuum pump and the oil return valve. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an odor or smell emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.